Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 50 mg/dl. No symptoms were reported at the time of the incident. The customer was treated for the low blood glucose with carb intake. The customer reported having error alarms on the insulin pump. Troubleshooting for the alarms was provided and the issue was resolved. The customer was advised to replace the insulin pump. The product will return for analysis.

Manufacturer narrative:
Insulin pump was received with blank display. Unable to determine the root cause, problem isolated to mother board. Unable to verify the critical block and inverse critical block did not add to zero error alarm or reprogram alarm due to blank display.